Manufacturer narrative:
The sample was returned for evaluation. The evaluation finds for a broken internal component (cluster gear); a portion of the broken piece was not located within the housing. The broken gear would be the cause for the firing issues reported. A broken gear is typically an indicator that excessive force was used while the device was in use or the device was fired into a hard structure. It is reported that the device function properly prior to the problem occurring. Root cause is most likely use-related. A review of the manufacturing records for the subject lot was performed, and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2020. The instruction for use (IFU) supplied with this device states," take the capsure" permanent fixation system out of the sterile package using sterile technique. Bring the prosthesis (mesh) or tissue into position. For tissue approximation, be sure that adequate overlap of tissue exists. Place the tip of the capsure" permanent system at the desired location and apply adequate counter pressure. Different types of mesh may require different amounts of counter pressure. Adjust angle and counter pressure appropriately. Compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be flush against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, it is recommended to use a maryland grasper, or similar atraumatic surgical grasping device, and place the tip of one jaw on the inside of the fastener head and the tip of the other jaw on the outer diameter of the head. To fully seat the fastener, turn the grasper clockwise. If the fastener still does not fully seat, use a maryland grasper in the same manner to remove the fastener by turning the grasper counter clockwise. Place another fastener in the same vicinity as the removed fastener. If the fastener head becomes dislodged from the fastener coil, remove the coil by grasping the proximal end of the coil and rotating the grasper counterclockwise. Loose fasteners should be retrieved from the abdominal or other cavities if possible. Dispose of loose fasteners in accordance with any local and federal laws regarding sharps disposal requirements."

Event description:
It was reported that on (B)(6) 2020, during a laparoscopic femoral hernia repair procedure, the bard/davol capsure fixation device was being used to fixate the bard/davol 3d max mesh. The device fired once, then became jammed and would not fire. As reported, the device functioned properly prior to the problem occurring. The procedure was completed using a second device. There were no loose/broken fasteners due to the issue, or no reported patient (or) staff injury. The device was returned for evaluation, and an internal component was found to be broken, and a portion of the component was missing.